Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems power supply was received for evaluation. The reported event of frayed wires was confirmed. Visual inspection revealed that the power supply cable was frayed with exposed wires. No additional physical damage was observed. No performance testing could be done with the returned power supply due to the frayed cable. Review of the device history record was not possible as the lot number of the power supply is unknown. Root cause was attributed to damage to the power supply at the power block end.

Event description:
The patient reported frayed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.